Manufacturer narrative:
Service was not dispatched for this event as the root cause was identified while troubleshooting with bci hotline.

Event description:
A customer contacted beckman coulter inc. (Bci) after identifying a misloaded tsh reagent pack on the access 2 immunoassay system while troubleshooting with the bci hotline on a different issue. The tsh pack was not loaded properly through the software and therefore in the incorrect slot of the reagent carousel. The customer did not report any questionable results or critical flags obtained from the misloaded tsh reagent pack. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.